Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, this lead was confirmed fractured and was replaced. The explanted product is expected to be returned for analysis. While the patient was reported as pacer dependent, there were no specific adverse effects reported.